Event description:
Reportedly, on (B)(6) 2026, a talentia 3540 implantable cardioverter-defibrillator (ICD) was implanted at the (B)(6) hospital, france, along with an invicta 1cr68 lead and a medtronic 5076 52 cm lead. On the same evening, microvolt noise episodes were detected on the ICD, resulting in irregular tracings. These episodes persisted and worsened over the following month. During this period, the lead impedance decreased, and its threshold increased. The atrial lead threshold had also slightly increased. Initially, the physician suspected lead deterioration due to the patient's narrow and difficult-to-access costoclavicular space. However, after analyzing the available tracings, no clear evidence of lead fracture was found, and noise reproduction by shoulder mobilization was unsuccessful. Suspicion then turned to the ICD connector. Nevertheless, we decided to proceed with reintervention while extraction or lead repositioning was still feasible. During the surgical procedure on (B)(6) 2026, upon opening the device pocket, we observed that the ICD connectors were filled with blood, which had not been present at implantation. Therefore, we decided to remove the lead after confirming its elevated threshold with the psa. Given the presence of blood in the connectors and suspected leakage, we also opted to replace the device. The explanted device and associated files were retrieved.